Event description:
A customer contacted beckman coulter, inc (bec) to report an event of spill and skin contact with coulter lyse siii diff lytic reagent. The customer indicated that the reagent was spilt onto the countertop while dumping the residual product into the sink. The customer was wearing lab coat, gloves, and eye protection, but the fluid wet through her lab coat and clothing, and onto her skin when she leaned against the sink's counter top. There was no exposure of the fluid to open wounds or mucous membranes. The estimated amount of reagent that spilled was about 30 ml, but the customer was unsure how much reagent she came in contact with. Water was used on her clothing and skin to dilute the reagent. The facility's housekeeping department was contacted for cleanup of the spill. The msds was not reviewed for this event, but the lab has an exposure control plan in place. There was no obvious effect to the customer from the contact with the reagent.

Manufacturer narrative:
Service was not dispatched for this event. Root cause for the spill is user error. (B)(4).